Event description:
It was reported that the flow restrictor of a large volume infusor was blocked and no liquid was dripping outside. This was observed before patient use. The device contained fluorouracil and 0.9% normal saline to a total volume of 230ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between january 17-19, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the device bladder which suggested a possible no flow issue may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.